Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image supplied from the field for evaluation, it was observed that the suture was frayed intra-operatively. Consequently, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Event description:
On 6/26/2023, it was reported by a sales representative via email that the tightrope from an ar-1588rtt acl fibertag tightrope frayed while adjusting the length. This was discovered on the back table while prepping the graft during a quad aclr procedure on (B)(6) 2023. Additional information received on 6/28/2023: the case was completed utilizing a new ar-1588rtt acl fibertag tightrope. The one that frayed was removed from the graft the new ar-1588rtt was utilized.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.